Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated this device was explanted due to the implantable cardioverter defibrillator (ICD)recording a code 1003 indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.